Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust the stimulation with the programmer, both with and without the antenna attached. The pt turned the device off "a few days ago," and was unable to turn the stimulation back on. It was noted that the pt had experienced a slight weight gain. It was further reported that the pt experienced a stabbing pain in the back, when moving in a certain way. The pt had previously experienced a fall that broke the tailbone. Surgery was performed to remove a broken piece of tailbone. The pt had a subsequent infection. The infection-causing organism was not provided. The pt was given ciprofloxacin and "another medication" that resulted in a grand mal seizure. The pt "awoke" six days later, after being admitted to the hospital. The pt was, later, transferred to a wound care center where the tailbone incision was reopened, "packed with antibiotics, and allowed to heal from the inside, out." The tailbone incision was healed for about two to three months as of the date of this report. The pt's implantable neurostimulator was noted to have been working. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.